Event description:
It was reported by the patient that their device burns and there is an infection in it. The patient is on antibiotics for the infection. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).